Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient was admitted into the emergency room with abdominal pain. The right ventricular (rv) lead exhibited high thresholds and low impedance. An echocardiograph was performed and revealed rv lead perforation and pericardial effusion. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
The patient is enrolled in the product surveillance registry clinical study.

Event description:
The principal investigator (pi) does not feel there was a lead dislodgement. The pi believes the pericardial effusion was due to the combination of anitcoagulation and antiplatelet the patient was on at the time.